Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level ranged from not impacted to 316 mg/dl, which was addressed with a manual injection. Reportedly, the customer refill an old cartridge (the customer was aware that it is off label use) after receiving the first alarm and load it successfully. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.